Event description:
The customer reported zipper damage to one of the access panels. They claimed that part of the zipper was broken, but could not provide more specific information on which part. There was no pt incident or injury. The product was not returned for evaluation.

Manufacturer narrative:
The customer was not able to provide the serial number. The canopy bed was not returned; therefore we could not perform an evaluation. The customer was not able to provide the serial number of the bed for further investigation. (B)(4).